Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the phacoemulsification (phaco) phase of a surgical procedure there was no torsional ultrasound, poor aspiration and the tip was clogged with the phaco handpiece (hp). Replacement of the fluid management system (fms) failed to make improvement. The procedure was completed after replacing the phaco hp with another one. There was no patient harm. Additional information has been requested and received.